Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the backlight of the epg had failed. Backlight issue; connector on main printed circuit board (pcb) was noted. Analysis was able to confirm the customer comment that the cable ports were broken. Both output connectors were noted to be broken. Test access label was noted to be on upside down and was glued on and the hanger was noted to be broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) backlight had failed and the cable ports were broken. No patient complications have been reported as a result of this event.